Event description:
25mm curved eea stapler was used and after deploying it, surgeon has leak around the anastomosis, could not have a reassuring leak test (had multiple bubbles), and had to end ileostomy because of the leak. Tried to suture but it was not working and the leak could not be fixed so had to do end ileostomy. Manufacturer response for ethicon curved stapler, (brand not provided) (per site reporter): product given to rep for evaluation.